Event description:
It was reported that when the fiber was looked under the fiber inspection scope, the glass tip was broken and had black spots, this fiber could not be used again. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that when the fiber was looked under the fiber inspection scope, the glass tip was broken and had black spots, this fiber could not be used again. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not identify any breaks. Fiber connector appeared in good condition, bright and round light seen exiting the face. The fiber was connected to console, and the aiming beam was bright and round. When the fiber was connected to the console, a message displayed and stated that the applicator has been used 0 times. Based on analysis results, the reported event was not confirmed as there was no anomaly identified with the fiber. Based on the analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that when the fiber was looked under the fiber inspection scope, the glass tip was broken and had black spots, this fiber could not be used again. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not identify any breaks. Fiber connector appeared in good condition, bright and round light seen exiting the face. The fiber was connected to console, and the aiming beam was bright and round. When the fiber was connected to the console, a message displayed and stated that the applicator has been used 0 times. Based on analysis results, the reported event was not confirmed as there was no anomaly identified with the fiber. Based on the analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that when the fiber was looked under the fiber inspection scope, the glass tip was broken and had black spots, this fiber could not be used again. The procedure was completed with another fiber without patient complications.